Manufacturer narrative:
Return requested for suspect .4mm fiber 10mm tip. Suspect tip returned to manufacturer for analysis and is under analysis. No further issues have been reported. This device is included in the medical device field correction notification, "visualase cooled laser applicator system (vclas)" (april 2016). The revised instructions for use (IFU) were also provided with the notification.

Event description:
A site registered nurse (rn) reported that, while in a laser induced thermal therapy (litt) procedure, their thermal therapy system did not heat tissue as expected. The rn alleged this resulted in 'weak energy delivery'. Treatment was for prostate anatomy. The physician used one thermal therapy kit. The physician performed two ablations along each catheter tracks using 15w laser at 80-85% for 150 seconds for each ablation. No further details regarding this issue, or specifically when it occurred, were provided the surgeon completed the procedure with no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
The laser diffusing fiber (ldf) was returned to the manufacturer for analysis. Visual inspection found no anomalies. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative reported that no negative consequences were observed following the procedure. The representative reported that the procedure had about a half an hour delay and the patient received conscious sedation, no anesthesia.